Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the lighting system, and found that the unit had been modified prior to the reported event by the facility's third party biomedical service provider. The technician was informed that during a previous service activity, performed by the third party service provider, the lighting system's retaining collar was cut and then re-secured together with two cable zip-ties. The steris technician's examination also found the groove in the spring arm which locks and engages the light head was excessively worn. The retaining collar is positioned around the unit's locking mechanism and functions as a protective sleeve which keeps the locking element engaged with the unit's arm. The steris technician's evaluation concluded the detachment of the spring arm was caused by the modifications to the retaining collar and excessive wear of the spring arm's locking element. The steris technician informed the customer that the lighting system was not suitable for use and must be removed from service until properly repaired and/or replaced. The facility has been provided with a mobile light head unit for use in the interim. Following the reported event, a steris account manager visited the facility and provided the staff with a copy of the harmony ll 700 lighting system maintenance manual which details the proper procedure for repairing the lighting system's retaining collar. The unit was installed in (B)(4) of 2005 and is not under a steris service contract.

Event description:
The user facility reported that during a patient procedure, the surgeon attempted to reposition the light head when the light head detached from the unit's supporting spring arm. A procedural delay was reported due to the issue observed. No injury to the staff or patient was reported; the procedure was completed successfully.